Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: occlusion requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that during stenting of two lesions in the 12. Prox lad, the patient experienced a tear in the prox lad caused by a competitor's cutting balloon used after placement of the first xience stent. The tandem xience stent (no pre-dilatation) was placed in-stent and proximal to the first. The placement of the second stent caused diagonal jailing / occlusion. This was ballooned with an unknown balloon with good results. No additional event of patient information is available.

Manufacturer narrative:
.